Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose: chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes: chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes: chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that he applied the pod on the night of (B)(6) 2018 and went to bed. In the morning, he woke up at 4:00am with a blood glucose of 478mg/dl and delivered a bolus via the pod. By 6:30am, his coworker called an ambulance and, while in transit, his blood glucose level read 536mg/dl. The patient was taken to the hospital (by ambulance) and admitted. When the hospital asked him to remove the pod, he saw that there was no cannula visible and was uncertain that there was even a cannula inside the device. The patient was diagnosed with high blood glucose levels and diabetic ketoacidosis. Treatment included IV fluid for hydration and IV insulin. He was still at the hospital at the time of reporting and was unsure of specific IV bag contents, but was sure he was getting humalog insulin. Chest x-rays were also performed to rule out any other issues. The hospital discarded the pod that had been worn for between 4 and 24 hours.